Event description:
Healthcare professional reported right deflation. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: one opening observed on posterior side assessed as a fold flaw opening and three openings observed on posterior side assessed as surgical damage. Additional observations: ¿ wear abrasion observed. ¿ creases were observed. ¿ white particles observed on inner of surface of the shell.

Event description:
Healthcare professional reported right deflation. Device has been explanted and replaced.